Event description:
A surgeon reported that the volume of irrigation was "small" during surgery. The issue was not solved even though the pak was exchanged. There was no issue noted during priming. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).